Event description:
Patient reported through company representative "ruptured and capsular fibrosis" this record is for the left side. Device was explanted and it is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported through company representative "ruptured and capsular fibrosis". Healthcare professional later reported "rupture of the implant, intracapsular and no significant capsule". Healthcare professional later reported "intracapsular rupture, liquid silicone, barely any capsule and capsular contracture baker grade ii". This record is for the left side. Device was explanted and it was not replaced. Device will not be returned.